Manufacturer narrative:
The caller stated that she will follow-up with this physician for the cause of the lead fault message. Attempts to obtain additional information were unsuccessful. This event will be re-evaluated if additional information is received. The device was explanted for an unspecified reason and was returned for testing over ten years after the initial observations were reported. The device had no telemetry upon arrival in the boston scientific post market quality assurance laboratory which was due to a low battery. Once power was restored to the device it functioned properly and no high current was noted. The device passed all manual testing throughout analysis. The lead fault allegation from 2005 could not be confirmed. The exact longevity could not be calculated due to the lack of information from when the device was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial report was previously submitted to FDA on 08/01/2005; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Guidant received information that a lead fault message was printed on this heart failure partner print out. The patient had to leave the physician's office and will be seen later this month.